Event description:
A inventory management specialist reported that during an intraocular lens (iol) implant procedure, the lens rolled over. There was patient contact with the product. Additional information was requested and received stating there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).